Event description:
It was reported that a shaft break occurred. The target lesion was unspecified. A 2.50mm x 12mm emerge balloon catheter was selected to dilate the target lesion however during the procedure the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).a